Event description:
On (B)(6) 2011 product capped due to a product performance issue (not provided). (B)(6) hospital. (B)(6), md. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).